Manufacturer narrative:
Product ID: 748251, serial# unknown, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient's extension was not removed. The manufacturing representative stated the patient had a dual channel implantable neurostimulator (ins) and they were initially implanted with two single channels. During surgery, the healthcare professional (hcp) loosened one set screw and pulled out the old extension and put it to the side. The hcp then informed the manufacturing representative that the other extension was stuck. The hcp pulled the prong, but it was stuck and not removed from the patient. The manufacturing representative stated the hcp only loosened one of the two set screws and the extension was stuck because it was not unscrewed. The hcp had thought there was something wrong with the ins. A pocket adaptor was used and the extension was plugged into the replacement ins and an impedance check was done. The impedance measurement found open channels, but some channels were still intact. The manufacturing representative did not believe a prong stayed in the ins. Two to two and a half months prior to this report the patient met with their hcp and the hcp was satisfied with the therapy the patient was receiving even though the patient did not have full range of programmability.

Manufacturer narrative:
Analysis of the extension (s/n unknown) found no significant anomaly. The body of the extension was cut through and the product was segmented. The system was returned with the with the # 6 setscrew of the implantable neurostimulator (ins) tight to the # 6 connector of the extension. After the # 6 setscrew of the ins was loosened, the piece of extension that was returned could be easily removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable neurostimulator (ins) exchange the lower prong on the right socket would not pull out and the extension wire was damaged. The damage was visible so an impedance test was conducted. The existing therapeutic settings were unable to be used because of the damage to the extension caused an open circuit on the programmed contact. The patient had less than 50% therapy relief. However, in follow-up the reporter noted that the patient did have 50% or greater symptom reduction as the incident only affected one hemisphere. The patient would follow up with his physician to see if therapy could be restored with a different contact, otherwise the extensions would have to be replaced. No final intervention and patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0443821v, implanted: (B)(6) 2004, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3387-40, lot# j0443821v, implanted: (B)(6) 2004, product type: lead. (B)(4).